Event description:
Per the clinic, the patient experienced intermittencies with device use, however the issue could not be resolved. The device was explanted on (B)(6) 2014. Reimplantation is planned but has not taken place as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 16, 2014.